Event description:
I used a dexcom g6 continuous glucose monitoring on my type 1 diabetic daughter and the adhesive left her skin burned. She has since developed hives all over her body and is requiring prednisone which is a dangerous medicine for diabetics as it raises her blood sugar. FDA safety report ID# (B)(4).